Event description:
Related report: 2017865-2025-10550. It was reported that the patient presented in clinic due to an inappropriate shock. Upon interrogation, it was found that the ICD exhibited inappropriate shock due to incorrect interpretation of signal. It was also found that the ICD had incorrectly interpreted a vt as svt and had potentially exhibited loss of defibrillation therapy. It was also noted that the left ventricular (lv) lead exhibited low pacing impedance. Programming changes were made. Patient was stable.

Event description:
Additional information received indicated that the ICD also exhibited inappropriate anti-tachycardia pacing. It was also noted that there was no loss of defibrillation therapy.

Manufacturer narrative:
The reported event of incorrect interpretation of signal was confirmed. The difference between the median ventricular and atrial intervals was about 16 milliseconds, which was within the allowed range. This matched the device's firmware requirements, and no issues with the firmware were found.